Manufacturer narrative:
It was reported that the cardiohelp device alarmed "fan 1 defective". The failure occurred during treatment and the device was exchanged during treatment. A getinge field service technician (fst) was sent for investigation. The fan kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "drive fan 1 defective" could be confirmed multiple times on the date of event. The fst confirmed, that there was dust on the fans. Another fan with the same issue was already investigated by the getinge life cycle engineering on 2017-09-11. A lot of dust at the box and the rotors of both fans was determined in the investigation. The most probable root cause was determined as a temporary blocking of the fans by an accumulation of dust. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. According to the service manual (chapter "service activities") the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (IFU), (chapter "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed on 2024-03-11 for the period of 2015-10-26 to 2024-03-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-26. Based on the results the reported failure "error message: fan 1 defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp alarmed that fan 1 was defective. The failure occurred during treatment and the device was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).